Event description:
It was reported that leaks and backflow were observed during use of an unspecified quantity of vial-mate adapters; further described as "solution leaks around the connection of the vial-mate to the vial". The issue was observed after reconstitution of the vial attached to a fluid bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.